Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the 8mm monopolar curved scissors instrument had a broken tip. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument / accessory was inspected prior to use and there was not any damage or anything out of the ordinary. The cannula was also inspected prior to use and there was no pin gauge used to inspect the cannula. No arcing was observed. The instrument was connected properly. (E.g., monopolar cord to monopolar instrument, bipolar cord to bipolar instrument). In addition, the erbe vio was used and the settings used were cut: 2 , coag: 4. The instrument tips did not collide with any other instrument or tool during procedure and the instrument tip(s) did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The tip cover was not available for return and no photographic images of the device(s) or a video recording of the procedure were available for is review. A grounding pad was in used and was placed on patient¿s thigh. The grounding pad did not appear to have any issues/defects and the mcs tip cover accessory appear to be properly installed during the surgical procedure. Furthermore, there was no any part of the orange surface visible after the mcs tip cover accessory was installed and the mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used and no electrolube or any other lubricant was applied to the mcs instrument prior to the tip cover installation. Not any damage was noted to the tip cover.

Manufacturer narrative:
Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: after re-checking, 470179-19/k12231123 0113 belongs to rma30199094 ¿ sr701020532 returned on (B)(6) 2024 ¿ (B)(6). (B)(6) ¿ pod 688280304. 470179-19/k12231123 0133 belongs to rma30233539 ¿ sr701074615 and I don¿t know why in the crm you have ¿0144¿ as sequence as usually the title reflects the lot# filled in and also the respective received RMA label was for the correct sequence. Returned on (B)(6) 2024 ¿ (B)(6). (B)(6) ¿ pod 551401029. 470179-19/k12231123 0144 belongs to rma30203147 ¿ sr701027012 fa letter received on (B)(6) 2024.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.